Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, one of inner cannulas crimped closed after one pass of the suction catheter. Once it was removed, the nurse noticed that the material was much thinner than the other inner cannulas included in the box. There was no reported patient outcome.